Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed a33 during basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test, a21 error test and self test or test the operating currents due to prime fill anomaly. The insulin pump passed the displacement test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer stated that the pump was not dropped or bumped. The customer stated that the pump had no water contact. The customer stated that the alarm occurred during normal use. The customer stated that they had a car accident and the connection was bad. The troubleshooting was not possible because the compromised force sensor system cannot be corrected with error message. The customer will be sent a replacement pump.